Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 46 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery analysis test. No over delivery anomaly, under delivery anomaly or displacement anomaly noted. Device was programmed and monitored for 2 days. No unexpected insulin pump error/alarm or audio/beep anomaly noted. The motor was tested outside of the device and passed. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black on (B)(6). 2021 the customer alleged pump over delivering, MRI exposure, and was hospitalized for low bgs. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0874 inches. No over delivery anomaly, under delivery anomaly or displacement anomaly noted. Unit was programmed and monitored for 2 days. No unexpected pump error/alarm or audio/beep anomaly noted. The motor was tested outside of the unit and passed. History download was successful using thus and carelink upload was successful. In further full review of the pump history on the event date of (B)(6). 2021 found bolus deliveries of 0.1u at 1:18am, 0.1u at 1:23am, 0.1u at 1:28am, 0.1u at 1:33am, 0.1u at 1:38am, 0.075u at 1:43am, 0.1u at 1:50am, 0.1u at 1:53am, 0.1u at 2:23am, 0.1u at 2:28am, 0.2u at 2:33am, 4.1u at 2:37am, 0.1u at 2:43am, 0.1u at 2:48am, 0.025u at 2:53am, 0.025u at 2:58am, 0.2u at 3:03am, 0.2u at 3:08am, 0.225u at 3:13am, 0.2u at 3:23am, 0.2u at 4:03am, 0.125u at 5:03am, 0.025u at 6:03am, 0.05u at 7:18am, 0.025u at 8:03am, 0.05u at 9:03am, 0.025u at 11:38pm, 0.025u at 11:43pm, 0.1u at 11:48pm, 0.2u at 11:53pm. And 0.2u at 11:58pm. Unit had minor scratched display window, scratched case, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, customer allegation for pump over delivering and MRI exposure not confirmed during full functional testing. Unable to verify customer alleged for low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.